Event description:
Per complaint (B)(4), the ceramic abutment base did not fit the 3.5mm platform as intended. Rather, it fit the 5.0mm platform. The complaint was discovered during laboratory procedure. There was no patient involvement.